Event description:
It was reported that during a shoulder arthroscopy procedure, the metal tip of the probe unit fell off in the joint of the patient. Further, the surgeon was able to retrieve the tip successfully.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The missing flower shaped electrode portion was not returned for evaluation. The rest of the electrode was visible inside the ceramic tip. Visual wear marks were observed on the ceramic and lumen. The device history record of this lot disclosed no discrepancies that could contribute to this condition. Non-conformance report historical data was also reviewed for any event associated to subject part number and lot number identified by the customer. An investigation is currently in process after an increase in tip breaking condition including this part number was observed. Probable root causes for the reported condition can be associated, but are not limited to: non conforming component, poor assembly process, and/or misuse. In sum, the product was return for investigation and the failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a shoulder arthroscopy procedure, the metal tip of the probe unit fell off in the joint of the patient. Further, the surgeon was able to retrieve the tip successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.